Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up with premature battery depletion from their implantable pacemaker. No intervention was reported. No patient symptoms or condition were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the pacemaker was explanted on an unknown date. No patient condition was reported.